Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to try swapping out the lamp and heatsink assembly with another light source. The customer indicated that they replaced the lamp, but did not use new thermal paste. The issue was resolved by using new thermal paste. Tac advised the customer that the white balance issue could be caused by the light source, scope, cables, or settings on the control panel and troubleshooting would need to be done to determine the cause. The customer indicated they would investigate the issue. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source lamp was recently changed and e103 clv lamp light-up error appeared. The customer also noted that they were unable to do white balance. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected data field d4 (UDI). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.